Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs lead was replaced with a new one. Reportedly, the lead was possibly fractured. Stimulation therapy was restored postoperative and the issue resolved.